Event description:
It was reported via a journal article that during a coronary artery stenting treatment procedure, stent deformation occurred. The patient presented with acute coronary syndrome and access was obtained via the right radial artery. A long, highly angulated left main stem (lms) and an ostially occluded small circumflex were identified. A 6f non-bsc guide catheter was used and a guide wire was attempted to access the circumflex. During attempts to access the circumflex with the guide wire a dissection of the lms occurred. A 4.5x24mm taxus liberte stent was deployed back to the ostium of the lms and then an overlapping 3.5x16mm promus element stent was placed distally. At this time, there was deep engagement of the guide catheter and crushing of the proximal stent resulting in a 5mm shortening of the stented segment. The stent was dilated with a 4mm compliant and 4.5mm non-compliant balloon and a 4.5x16mm taxus liberte stent was deployed back to the lms ostium. The final result was excellent. Diagnostic angiography performed at six months showed no evidence of in-stent restenosis and the patient remained well at follow-up.

Manufacturer narrative:
Device is a combination product. (B)(4). Article citation: williams, p.d, et al. (2011). Longitudinal stent deformation: a retrospective analysis of frequency and mechanisms. Eurointervention 2011. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).